Manufacturer narrative:
During the interview with the office, it was disclosed that a spray tip was not applied to the nitrospray plus nozzle. The instructions for use were not followed. Submitting report again to correct the error of summary report box being checked.

Event description:
Due to user error, two patients had blistering after treatment. Patients were monitored for healing, both burns were not serious and did not require medical treatment.

Manufacturer narrative:
During the interview with the office, it was disclosed that a spray tip was not applied to the nitrospray plus nozzle. The instructions for use were not followed. Original MFR report number 2511556-2020-00001 was filed.

Event description:
Due to user error, two patients had blistering after treatment. Patients were monitored for healing, both burns were not serious and did not require medical treatment. This is the MDR report for the 2nd patient.